Event description:
The customer reported the generation of erroneously high ise (ion-selective electrolyte) patient results on their au5800 chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and replaced two ise buffer valve and reference valve. The customer replaced ise tubing for both cells and cleaned the ise. No further issues were reported. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Patient information not provided by customer. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).